Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt remained on insulin pump therapy while hospitalized, and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt was hospitalized for elevated blood glucose levels.